Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed a flow rate accuracy test, the pump was set at the rate of 200 ml/hour, with a volume to be infused of 20 ml. The test was repeated 4 times and the pump delivered 24 ml each time. It was also reported that there was no pt involvement.